Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has not had a change in use of their ins. The patient reported they use it 24 hours a day. The patient has an appointment coming up, but it is weeks away. The patient'sissue has currently not been resolved at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Patient wanted to meet with a manufacturer representative for a diagnostic check on the ins. Patient noticed within the last three months, he has had to charge more often and feels like his stimulator is not holding the charge as long. It used to last 3 days after a charge and now it only lasts 1.5 days and he is not sure if it is because battery is getting old or to see what could be causing it. Patient reported not changing his settings. No symptoms were reported and no further complications were reported/anticipated.